Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the video processor went out during colonoscopy and patient sedation involving an olympus video system center. The procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, g3, g6, h3, h6 and h11. Corrected field: h6 medical device problem code and h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no signal from serial digital interface ports. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to faulty printed circuit board. In addition, the cause of no signal from sdi serial digital interface ports was due to fault printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.